Event description:
This was a spontaneous report from a female consumer reporting on herself(age unspecified). The consumer applied one bengay moist heat therapy patch (no active ingredient) on (B)(6) 2009 (frequency of use and indication unspecified). The consumer stated that product did not stick on application site. After taking patch off (date unspecified); it tore her skin off deep and after product use, she could not lie or sit on that side. On an unspecified date, consumer consulted with her physician who prescribed unspecified medication as treatment. Consumer also used hydrogel (non-company drug) with dressing as treatment. As of (B)(6) 2010, both product use and the outcome of the event were unk. This case is serious (medically significant).

Manufacturer narrative:
At this time, the device has not been returned for failure analysis/laboratory testing. Given the circumstances of the reported event(s) and the known mechanism of action of the device, a causal association with the device is possible.